Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that when the patient's mother removed the battery, the pump "smelled smokey." There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged malfunction could have an impact on insulin delivery.